Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patient was having discomfort at the pocket site. It was also noted that the patient was able to feel a portion of discomfort near the lead where the ipg was placed. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having discomfort at the pocket site. It was also noted that the patient was able to feel a portion of discomfort near the lead where the ipg was placed. The patient will undergo a revision procedure.